Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to expose during use. Upon troubleshooting, fse found ¿geometry module examination room inoperable" display on data monitor. Fse diagnosed the system with fsf and drawings then found the imaging module had internal short circuit, which caused both geometry movements failure and exposure failure. The defective part was sent for analysis. The failure analysis of the image module showed that the cause of the image module failing was beam size button inconsistent responses. Press/release was giving one or more multiple input from one press. However, to resolve the issue, fse replaced imaging module. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.